Manufacturer narrative:
Visual inspection of the device showed no visible defects. After valve cleaning the valve there were no visible punctures or tears on outer slit, however there was a possible small tear/puncture appearing off-slit. The sheath passed standard aspiration testing with syringes at various flow rates. The sheath passed hemostasis valve testing. No leakage, dripping or pressure drop observed. However, the device did not pass aspiration testing when a inserted polarx catheter was inserted and tipped at slight angles relative to the sheath or when a dilator was removed after inserting through sheath. The device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter. The valve body was then submerged in a beaker of water, no bubbles appeared. There is no evidence to suggest that this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Analysis found that the allegation was confirmed. The returned device silicone valve has a likely region of uncontrolled tear. The tear represents a potential leak path and is not optimal for retaining a leak proof seal. The root cause of the leak path has not been established at this time, and will be further investigated.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation cryo procedure. However during the procedure it was noted that the polar sheath was leaking. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) cryoablation procedure. During the procedure it was noted that the polarsheath was leaking. No patient complications were reported. The device is expected to be returned for analysis.